Event description:
It was reported that during the injection of contrast iodine on a central line (lo2cc/s) for the realization of a tdm, second intravenously was cracked after 15 sec. Removal of the way.

Manufacturer narrative:
A lot history review (lhr) of huxl0708 showed one other similar prod complaint from this lot number. The device has not been returned to the MFR, at this time, for eval.